Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 02/26/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b18283a.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.

Event description:
On 02/01/2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.20 on a (B)(6) year old female patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). Positive cut-off value: 0.07 for I-stat. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. Note: this incident was received as part of the abbott point of care active monitoring program q4 2018.